Manufacturer narrative:
Correction: the initial MDR was filed in error as it is a duplicate of MDR 1723170-2015-00940.

Manufacturer narrative:
Patient information was not made available from the site. Per the medtronic representative this is a (B)(4) account and patient details have not been released. Event date estimated as it was reported to the medtronic representative on (B)(6) 2015 that "several weeks ago ...". Return of axiem integrated 4port and computer requested. No parts have been received by manufacturer for analysis.

Event description:
A site representative, maintenance, reported on (B)(6) 2015, that while in an ear, nose & throat (ent) procedure several week prior, the site experienced an issue where their navigation system became unresponsive. In trouble-shooting, the site re-booted the navigation system and normal function was restored. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.